Manufacturer narrative:
(B)(4). UDI # unknown. The device history record for the lot number, 0202357110, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The pump was received full. Infusion was verified on all the selected flow rates, 0ml/hr did infused. The bolus button was examined and saw a small piece of the pca priming key inside the pca unit. This indicates that the pca is free-flowing has an open bypass valve. The tubing was cut a few inches distal to the blue connector to drain the medication. The tubing was bonded back with a male and female luer using cyclohexanone. The pump was refilled to the nominal value of 400ml using a baxa repeater pump with 0.9% of saline. The saf was set to 14ml/hr and the flow accuracy test was performed. After 21.50 hours of testing, the pump yielded a flow rate of 18.40ml/hr, which is above specifications with a +/-20% tolerance. The flow rate was above specifications by 1.60ml/hr. The pressure pot was performed on the flow control tubing (selected-a-flow unit) and without the filter on flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr with the pca bolus button clamped. The pca bolus button was clamped to prove that the saf functions and the issue is with the pca button. The tubing was detached from the pump and connected to a pressure gauge. The average bladder pressure used was 7.81psi. Flow rate 2ml/hr yielded a flow rate of 2.06ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 4.07ml/hr which is which is within specifications with a +/-20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.58ml/hr which is within specifications with a +/-20% tolerance. Flow rate 14ml/hr yielded a flow rate of 13.58ml/hr which is within specifications with a +/-20% tolerance. The investigation summary concludes that fast flow was observed due to a broken red pca key in the bolus button for pump. During pressure pot testing, all flow rates met specifications using the average bladder pressure with the pca button clamped off. A manufacturing problem was identified and corrections are ongoing. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with two separate units. This is the second of two reports. Refer to 2026095-2016-00091 for the first device. Fill volume: 550 ml, flow rate: unknown. A report was received stating the pump flowed faster than usual during the priming and final inspection of the device. No patient contact was made. The pump was filled in the iso5 hoods, pump lines were opened to prime tubing and on demand device. When the pharmacist was ensuring a primed line by removing end cap, the solution began to flow from the tubing at a fast rate, rather than a slow drip rate. No additional information was provided.